Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, approximately 5 minutes into the ablation, there was a fluid loss alarm of approximately 1cc at 1 cc per/min. Even though a leak was suspected as a result of the physician moving the sheath, the procedure continued. Approximately 2 minutes later, there was another fluid loss alarm (rate of loss unk) and at this point, the procedure was aborted. Post procedure, the cervix was noted to be patulous and although there was no visible burn, silvadene cream was applied as a precaution. Follow up information received on june 29, 2009 confirmed leaking occurred, no internal absorption was noted, and there was no indication of overdialation. There were no further pt complications reported. Although an attempt was made to follow up on whether a burn was sustained or not, there is no further information regarding this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.